Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that bubbles occurred during surgery and obstructed the surgeons view. The reporter indicated that the bubbles were removed during the cases. There was no patient harm. Additional information and product sample were requested. Upon follow up it was informed that there are no product samples available for evaluation.

Manufacturer narrative:
A device history record for the reported product shows that the product was built to specification. The customer reported that they have seen bubbles coming from the irrigation line. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be conducted. The file will be processed for closure and opened at a later date if a sample is received. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).